Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the patient on impella 5.5 support went into ventricular tachycardia while walking, requiring amio, lido, and cardioversion. Impella was reduced to p6. Echo showed impella in good position. Patient continued on support.